Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with pump shutting off. The customer's blood glucose level at the time of incident was 453mg/dl. The customer states they treated the highs with the pump. Troubleshoot for the blank display was conducted. The customer states the replacement battery cap that was received did not resolve the issues. The customer was advised that the pump would be replaced and returned for analysis.